Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has experienced nicks and tears on her driveline cable. During the analysis of the log,no unusual events were noted within the event history and the pump continues to maintain pump parameters as intended. On (B)(6) 2019 tech services arrived onsite for cosmetic perc lead repair. The perc lead replacement performed per op 1005966 approximately 3 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned external portion of driveline, in addition to the submitted photos, confirmed damage to the outer silicone jacket of the patient¿s driveline. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 16 inches of the external portion of the driveline was returned for evaluation. A clamshell was present, which was initially captured under MFR # (B)(4). The driveline had rescue tape from approximately 1 inch to 12 inches from the controller connector. Upon removal of the clamshell and rescue tape, the silicone jacket was noted to have damage at the controller connector, approximately 2.5 inches, 3.5 inches, 6 inches, and 9 inches from the controller connector. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had severe breakdown from the controller connector to approximately 6 inches from the controller connector. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Log file evaluation revealed no atypical alarms and captured the system operating as intended. The patient remains ongoing on the pump with the replaced external portion of driveline. No further issues have been reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.